Manufacturer narrative:
Filing retrospective medical device reports.

Event description:
On (B)(6) 2017, the user called to and informed that the lift came off the track. It looks as though the end stops and final stop failed. When the lift was removed from the track the final limit switch in the trunnion failed, switch assy and bars are bent now but that was because of impact damage on (B)(6) 2018 the mechanical end stop of the rail has come off. The stairlift was not in use while the incident occured and no injuries reported on both incidents.

Event description:
On 29/11/2017, the user called to and informed that the lift came off the track. It looks as though the end stops and final stop failed. When the lift was removed from the track the final limit switch in the trunnion failed, switch assy and bars are bent now but that was because of impact damage. On 16/07/2018 the mechanical end stop of the rail has come off. The stairlift was not in use while the incident occured and no injuries reported on both incidents.

Manufacturer narrative:
38,793 end stops supplied from oct 16 - jan 19 and 3 reported failures from oct 16 - jan 19 at the component failure rate of : 0.008% it is suspected that the trunnion has repetitively knocked against the end stop which over time has weakened the weld and the weld eventually failed. Correction: july 2018 a new universal end stop was launched. Further improvements are being made under the same ecn to improve fitness. All recorded failures of the end stops are with the old designs made prior to july 2018. 25 production samples of the universal end stop were tested and they successfully stopped the power pack loaded with 342.5kg with all electrical safeties removed. The welding was inspected by r&d and quality. Further testing was performed on the universal end stop over 66,530 cycles and passed with no reported issues. All reported failures have occured with an older design. Manufacturer introduced the universal end sto in july 2018 and failures are reported.